Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon, shaft, and bonds were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was tightly folded when received. Microscopic examination of the balloon and shaft revealed that there was no damage to the balloon but damage to the shaft. The outer and inner shafts had an 8mm tear starting from the exit notch. Functional testing was performed with an inflation device filled with water that was connected to the inflation lumen. The device was inflated to the rated burst pressure and the catheter leaked water from the tear at the exit notch. The tear/damage to the shafts is consistent to the damaged caused during interaction with a guidewire. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.